Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause of the problem could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they had difficulties connecting to the hd autoclavable camera head and received unspecified errors when connecting to the processor during preparation for use. The procedure was completed with a similar device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. However, the following non-reportable malfunctions were found: unit failed leak test due to hole on connector and cracked body cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.